Event description:
It was reported that, during the procedure using a capio device, the dart detached. When the physician was suturing the sacrospinous ligament with the second suture, the dart remained in the ligament because the suture loosened when the device was removed. No abnormal tension or force was applied. The suture and device were easily removed, but the dart remained inside the patient. When the dart was checked via intraoperative image amplification, it was not palpable nor visible on exposed valves. The physician decided to leave the dart in place. Another suture was used to successfully complete the procedure, with extended operating time reported. The needle remains in the patient. No patient complications were reported.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of dart detachment. Block h11: block e1 has been updated.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during the procedure using a capio device, the dart detached. When the physician was suturing the sacrospinous ligament with the second suture, the dart remained in the ligament because the suture loosened when the device was removed. No abnormal tension or force was applied. The suture and device were easily removed, but the dart remained inside the patient. When the dart was checked via intraoperative image amplification, it was not palpable nor visible on exposed valves. The physician decided to leave the dart in place. Another suture was used to successfully complete the procedure, with extended operating time reported. The needle remains in the patient. No patient complications were reported.